Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for evaluation, however, a similar device from another lot was returned by the customer for analysis. The returned device has the sheath detached. Device analysis revealed a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. The 3.0 x 22mm target lesion was located in the severely calcified left main trunk (lmt). During percutaneous coronary intervention (pci), the opticross¿ imaging catheter was selected for use. After a 3.0x22mm non bsc stent was deployed, it was noted that the exit port of the imaging catheter became stuck with the distal edge of the stent. The physician rotate the tip of the catheter and attempted to remove the device, but it failed. The physician cut off the shaft and attempted to remove the inner imaging core, but still it failed. A 6f guide catheter was used to pull and remove the catheter and a guide wire together strongly. During removal of the imaging catheter, a thrombosis was noticed and then the imaging catheter was removed together with a guide wire immediately. It was noted that the deployed stent was partially malapposition. The procedure was completed with this device. No patient complications were reported and the patient's status was good. Three days after, follow-up, post-ballooning was performed, then at the time thrombosis was noticed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter got stuck in stent. The 3.0 x 22mm target lesion was located in the severely calcified left main trunk (lmt). During percutaneous coronary intervention (pci), the opticross¿ imaging catheter was selected for use. After a 3.0x22mm non bsc stent was deployed, it was noted that the exit port of the imaging catheter became stuck with the distal edge of the stent. The physician rotate the tip of the catheter and attempted to remove the device, but it failed. The physician cut off the shaft and attempted to remove the inner imaging core, but still it failed. A 6f guide catheter was used to pull and remove the catheter and a guide wire together strongly. During removal of the imaging catheter, a thrombosis was noticed and then the imaging catheter was removed together with a guide wire immediately. It was noted that the deployed stent was partially malapposition. The procedure was completed with this device. No patient complications were reported and the patient's status was good. Three days after, follow-up, post-ballooning was performed, then at the time thrombosis was noticed.